Event description:
Additional information reported right after implant the implantable neurostimulator (ins) was positioned too low in her body. The patient felt stimulation in front but would have to sit on a pillow because of the ins position. It was stated about 1-2 months after implant the doctor moved the ins to a higher position.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093-33, lot# v801866, implanted: 2011 (B)(6), explanted: product typ lead product ID 3037, serial# (B)(4). Product typ programmer, patient. (B)(6).

Event description:
It was reported that the patient experienced bowel issues, constipation and "gas issues" since implant of the neurostimulator. Prior to implant, the patient experienced diarrhea due to celiac disease. The patient also reported pain around the ins and lead location on the left side. The patient reported pain laying down, in a sitting position, or if anything touched the implant site. There were no falls or trauma reported. There was no swelling or redness in the implant area. The patient reported there was no noticeable weight loss or gain and that the implant felt deeper than before. The therapy was working fine. Additional information received reported that the cause was normal post-op pain. There were no known abnormal impedance measurements. A revision was performed (B)(6) 2012. The device was moved secondary to a 25 pound weight loss. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was the most uncomfortable thing the patient had ever endured. The patient had to put a pillow on their side at night. The device had been uncomfortable since the device was put in and it had gotten worse. When the patient bent over it was stinging. The patient didn't have a current health care provider (hcp).